Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, the 8mm mega suturecut needle driver instrument broke at the hinge. No fragments fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: during a robotic case, intuitive endowrist mega suturecut needle driver broke at the hinge, no parts came off during the malfunction. Device was immediately removed from the field and replaced. Item sequestered.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.